Manufacturer narrative:
Discrepant results were provided for 3 additional patient samples: sample 1: the initial result was 838.8 pmol/l. The sample was repeated twice with results of 1166 pmol/l and 1162 pmol/l. The sample was sent to the customer¿s sister site where the result was 1250 pmol/l. Sample 2: the initial result was 640.3 pmol/l. The sample was repeated 3 times with results of 771.6 pmol/l, 813.8 pmol/l, and 846.8 pmol/l. The sample was sent to the customer¿s sister site where the result was 870 pmol/l. Sample 3: the initial result was 569.8 pmol/l. The sample was repeated 3 times with results of 491.7 pmol/l, 719.5 pmol/l, and 561.3 pmol/l. The sample was sent to the customer¿s sister site where the result was 719 pmol/l. Based on the information provided, the investigation determined the event was consistent with a preanalytical handling issue (poor sample quality).

Event description:
The initial reporter questioned the results for multiple patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 analyzer (rack system). The customer alleged the issue has been ongoing since (B)(6) 2023. The customer sends selected samples to their sister site using an e801 analyzer for testing. Of the data provided for 10 patient samples run in (B)(6) 2024, the results for 2 patient samples were discrepant. Patient 1 initial result was 26.58 pmol/l. The sample was sent to the customer¿s sister site where the result was 60 pmol/l. The repeat at the customer site was 55.43 pmol/l. Patient 2 initial result was 48.17 pmol/l. The sample was sent to the customer¿s sister site where the result was 64 pmol/l. The repeat at the customer site was 64.35 pmol/l. Of the data provided for 10 patient samples run in (B)(6) 2024, the results for 1 patient sample were discrepant. Patient 3 initial result was 23083 pmol/l. The sample was sent to the customer¿s sister site where the result was 25716 pmol/l. The repeat at the customer site was 18227 pmol/l. Of the data provided for 109 patient samples run between (B)(6) 2024 at the customer site the results for 6 patient samples were discrepant. On (B)(6) 2024 patient 4 initial result was 1204 pmol/l. The sample was repeated twice with results of 1379 pmol/l and 1638 pmol/l. On (B)(6) 2024 patient 5 initial result was 1305 pmol/l. The sample was repeated 3 times with results of 1506 pmol/l, 1939 pmol/l, and 1818 pmol/l. On (B)(6) 2024 patient 6 initial result was 729.9 pmol/l. The sample was repeated twice with results of 529.6 pmol/l and 712.4 pmol/l. On (B)(6) 2024 patient 7 initial result was 902.4 pmol/l. The sample was repeated twice with results of 1015 pmol/l and 731.8 pmol/l. On (B)(6) 2024 patient 8 initial result was 1017 pmol/l. The sample was repeated 3 times with results of 1453 pmol/l, 1413 pmol/l, and 1190 pmol/l.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The e801 analyzer serial number from the customer's sister site was not provided. Instrument performance testing for the e411 analyzer was acceptable. The investigation is ongoing.

Manufacturer narrative:
The customer performed additional estradiol iii comparisons in (B)(6) 2024. The following are examples of discrepant results for 3 patient samples from (B)(6) 2024: on (B)(6) 2024 sample (B)(6) initial result was 751.8 pmol/l. The repeat results were 1078 pmol/l and 1004 pmol/l. On (B)(6) 2024 sample (B)(6) initial result was 744.3 pmol/l. The repeat results were 589.1 pmol/l and 809 pmol/l. On (B)(6) 2024 sample (B)(6) initial result was 608.9 pmol/l. The repeat results were 843.7 pmol/l and 717.3 pmol/l. The customer also performed estradiol iii comparisons in (B)(6) 2024. No discrepant results were identified. Calibration and qc were acceptable. There were no issues with the precision data for the complained reagent lot 738966 on a cobas e 411 analyzer. The sample images provided show a clear serum layer. Some of the samples had "floaties" or bubbles on the surface. Instrument performance testing results were acceptable. A general reagent issue was excluded as qc was acceptable. Based on the information provided, the investigation determined the event was consistent with a preanalytical handling issue (poor sample quality).